Manufacturer narrative:
The reported event of "loss of capture" was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
New information received notes that the patient¿s pacemaker and right ventricular (rv) lead were extracted on (B)(6) 2026 due to loss of capture. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker and right ventricular (rv) lead were extracted on (B)(6) 2026 for an unspecified reason. No adverse events or complications were reported.